Event description:
Type of procedure: cholecistectomy lap. Event description: the doctor start to use the clip and the first clip overlap so they start to squeeze and get another one and no clip come out for 2 squeeze, the fourth time come out the clip but not close correctly. Additional information received via email from applied medical representative via email on 23-jan-24: some of the clips were open in parallel, and others were scissored (as indicated in picture a on the email). Some of the clips did not seat properly into the jaws, others did. The clips that did not seat properly into the jaws did not close well. The surgeon fully skeletonized the vessel prior to using the clip applier and did not use the clip applier to skeletonize the vessel. The trigger was squeezed "plastic to plastic". Some of the clips closed in the apex and remained open in tip and others the tip closed, but remained open in the apex. Patient status: ok. Intervention: changing clip.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Type of procedure: cholecistectomy lap. Event description: the doctor strt to use the clip and the first clip overlap so they start to sqeeze and get another one and no clip come out for 2 sqeeze, the fourth time come out the clip but not close correctely. Additional information received via email from applied medical representative via email on 23jan24: some of the clips were open in parallel, and others were scissored (as indicated in picture a on the email). Some of the clips did not seat properly into the jaws, others did. The clips that did not seat properly into the jaws did not close well. The surgeon fully skeletonized the vessel prior to using the clip applier and did not use the clip applier to skeletonize the vessel. The trigger was squeezed "plastic to plastic". Some of the clips closed in the apex and remained open in tip and others the tip closed, but remained open in the apex. Patient status: ok. Intervention: changing clip.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall. Correction: e1. Corrected first name, e2. Corrected health professional?, and e3. Corrected occupation.